Event description:
It was reported that the insulin pump alarmed no delivery. The customer did not know the blood glucose reading and declined troubleshooting assistance for the matter. He stated that the alarm would occur when there were between 60 to 80 units of insulin still left in the reservoir. He reported that this occurred with 80% of the reservoirs. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.